Event description:
It was reported that during a neurovascular case the physician was using an aristotle 24 guidewire and the wire came unraveled during the case. There were no patient issues and the wire was removed and set aside.